Event description:
During a remote follow up, post paced t- wave oversensing and oversensing of myopotentials were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.